Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03904 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a procedure. According to the complainant, during the procedure, in both instances, it was reported that the devices were not loading properly. When they deployed the bands, the bands did not deploy properly. It is unknown what was used to complete the procedure. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient information unknown. Event date unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.